Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code and lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that after finishing a right heart catheterization, a 6/7 glidesheath slender was exchanged from the right femoral vein for a 6 fr. Angio-seal. Proper deployment was performed. Upon the sealing portion the device would not pull back to expose the tamper tube. The device was cut at the top. The sheath was pulled off, the string was pulled tight, and the tamper tube was then pushed to finish deployment. The patient was stable, and the procedure outcome was successful. The estimated blood loss was less than 250cc.